Event description:
On (B)(6) 2025, the user reported that the device sleep/wake button appeared unresponsive on one occasion the previous day. At the time of the call, the button was functioning and vibration feedback was present. The battery was at 65% and had been charged the day before. No impact to blood glucose was reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.